Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon troubleshooting, fse checked the host pc and defective host pc found. The defective host pc has returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, fse replaced host pc and uploaded new license, created a ghost backup. However, after replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.